Manufacturer narrative:
(B)(4).

Event description:
It was reported that a distal tip guidewire detach occurred. The 80% stenosed target lesion was located in the moderately tortuous and "heavily calcified" left anterior descending (lad) artery and left circumflex (lcx) artery. During procedure the distal tip of the 182cm luge guidewire wire broke off and was separated from the wire, the tip was dislodged and it broke off in the coronary artery. The device was retrieved with a retrieval device. A 2.75x28mm promus premier mr stent was deployed in the lad, the second stent was then deployed proximal to that stent in the lad while the third stent was placed in the lcx. A 3.00x16mm promus premier mr stent was not successfully delivered and was taken out and discarded. The physician completed the procedure with a different device. No patient complications and no patient condition issues were reported.

Event description:
It was reported that a distal tip guidewire detach occurred. The 80% stenosed target lesion was located in the moderately tortuous and "heavily calcified" left anterior descending (lad) artery and left circumflex (lcx) artery. During procedure the distal tip of the 182cm luge guidewire wire broke off and was separated from the wire, the tip was dislodged and it broke off in the coronary artery. The device was retrieved with a retrieval device. A 2.75x28mm promus premier mr stent was deployed in the lad, the second stent was then deployed proximal to that stent in the lad while the third stent was placed in the lcx. A 3.00x16mm promus premier mr stent was not successfully delivered and was taken out and discarded. The physician completed the procedure with a different device. No patient complications and no patient condition issues were reported.

Manufacturer narrative:
Device evaluated by MFR. The unit was returned with its original pouch batch and the distal end is broken. The visual inspection was performed and the device was returned severely damaged (distal tip kinked and bent and the spring tip detached). All the outer diameter (od) taken were according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).